Manufacturer narrative:
The device was manufactured from august 28, 2019 - august 30, 2019. The actual device was evaluated. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The following day, it appeared only 24ml had been infused. The device was switched out and the patient received the infusion without further incident. The device was filled with an unspecified antibiotic solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.